Event description:
It was reported that a spectrum pump failed downstream occlusion test with values of 23.4, 24.1, 23.7 pounds per square inch (psi) and device specifications 7-19 psi. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. During evaluation, the reported problem of "failed downstream occlusion test " was not reproduced. Device was sent for downstream occlusion test for high, low and medium settings with passing results. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The cause of the condition was determined to be the force sensor calibration values were out of specification. The force sensor nt and scale factor will be calibrated. Should additional relevant information become available, a supplemental report will be submitted.